Event description:
It was reported that during implantation of an intraocular lens (iol), fibrous foreign matter that looked like hair came out with the lens. That, at the same time as the injector was screwed and the iol was released, something like "hair" was confirmed. When the iol was completely released, the foreign matter was caught in the wound, so only the "foreign matter" was taken out. The iol remained implanted and there was no particular abnormality at the time of the examination the day after the operation. The setting method was to insert balanced salt solution (bss) from the hydration port at the time of irrigation/aspiration (I/a). After that, the doctor just pushef the plunger and inserted the iol into the eye. No medical or surgical interventions required. The lens remains implanted as of to date and no problem or injury with the patient has been reported. The doctor thinks the material is human hair because of the color and length of the foreign body. No further information was provided.

Manufacturer narrative:
If explanted, give date: not applicable as the device remains implanted. Concomitant medical products: discobisque, sodium hyaluronate and balanced salt solution (bss). Telephone number: (B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. The intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: aug 3, 2022 section h3: device evaluated by manufacturer: yes device evaluation: the alleged foreign material, original handpiece and the handpiece tray were received at the manufacturing site. The customer provided a movie and a photo. Visual inspection under magnification revealed that the alleged foreign material was received inside of a specimen cup, and that it resembled a hair as the initial complaint states. Visual inspection of the handpiece revealed that it was received with the plunger rod fully advanced. Inspection of the handpiece revealed no further debris resembling the alleged foreign material.  The customer provided movie was reviewed and the alleged foreign material was observed partially inserted in the eye alongside the fully inserted lens. The alleged foreign material was then fully removed by the doctor. The foreign material (hair) was also observed in the customer provided photo. The complaint was confirmed.  The alleged foreign material was forwarded to an external laboratories for further analysis. The fourier transform infrared (ftir) analysis indicates that the foreign material is consistent with a protein-based fiber (e.g. Hair/fur, silk or wool). Based on the investigation results, the released product did not meet the specifications, as the operators that performed lens visual inspection and device assembly omitted to perform thorough visual inspection, leading to the reported issue. Awareness training was conducted to all employees of miq (measuring intraocular lens quality) inspection and cartridges inspection to reinforce visual inspection during the inspection process. The possible assignable cause of the reported issue is determined to be man related. Therefore, the complaint issue reported is confirmed as manufacturing related. The reported issue is identified in the product risk management documents. Per the assessment the reporting rate for similar incidents remains within the acceptable levels. These types of events will continue to be monitored. It has been since reported to johnson and johnson surgical vision that the patient is doing well with no sequelae. Manufacturing record review: the manufacturing records review was performed, and no nonconformity report was found as part of this manufacturing records review. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints were received for this production order number. Conclusion: as a result of the investigation a product quality deficiency has been identified and the reported issue was verified. A corrective and preventive action (CAPA) was opened for this issue and corrective actions will be implemented as required by the CAPA. Corrected data: in review, it was noted that "g4 -combination product" field was inadvertently left blank and not populated in the initial MDR report. The information has been corrected in this supplemental MDR report and the following field was updated accordingly: section g4: combination product: no all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.